Event description:
It was reported that this pacemaker decreased its longevity for one year in a span of three months. Moreover, it was noted that the power consumption has increased to fifty microwatts. Additional information indicated that the device exhibited premature battery depletion (pbd) and there was no changed made in device settings or function resulting the battery depletion. The plan was to continue monthly monitoring via latitude patient initiated interrogation (pii) and to schedule for replacement once device reached four years. Subsequently, a revision procedure was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields to capture the explant of the device: b1: adverse event/product problem, b2: outcome attributed to adverse event, b5: describe event or problem field, d6b: explant date, h6: impact codes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned implantable device was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Having met the engineering longevity prediction functionally passed all returned product testing, and with no further information to indicate a product performance issue, it was concluded that this device experienced normal battery depletion. Additional information was added to the following fields to capture the explant of the device: adverse event/product problem. Outcome attributed to adverse event. Describe event or problem field. Explant date. Impact codes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker decreased its longevity for one year in a span of three months. Moreover, it was noted that the power consumption has increased to fifty microwatts. Additional information indicated that the device exhibited premature battery depletion (pbd) and there was no changed made in device settings or function resulting the battery depletion. The plan was to continue monthly monitoring via latitude patient initiated interrogation (pii) and to schedule for replacement once device reached four years. Subsequently, a revision procedure was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker decreased its longevity for one year in a span of three months. Moreover, it was noted that the power consumption has increased to fifty microwatts. Additional information indicated that the device exhibited premature battery depletion (pbd) and there was no changed made in device settings or function resulting the battery depletion. The plan was to continue monthly monitoring via latitude patient initiated interrogation (pii) and to schedule for replacement once device reached four years. To date, the device remains in service. No adverse patient effects reported.